Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: damage to electrical connector, no and evidence of debris in threaded area, no. Functional tests & results: capacitance out of sepcification, no; frequency out of specification, no; impedance out of specification, no; pin reisistance out of specification, no and power level/motion requirements, no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident. The handpiece was received in good physical condition, with no anomalies or deformations observed, with the lemo connector partially unscrewed, and with spatterings of dried body fluids on the handpiece. The device was examined and was found to be functional and was tested and met design specifications. The handpiece is being returned to the customer. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported during an esophagogastrectomy the hp051 was functioning properly, it was not coagulating soft tissue and the generator emitted an intermittent tone. The hand piece was making a slight hissing sound. Variable power levels were tried and the hand piece was removed and reassembled. The generator continued emitting an intermittent tone. The surgeon stated the tissue effects were incongruent with his previous experience and noted no blanching was taking place. A new hand piece was obtained to complete the case. There was no pt consequence.